Event description:
Device malfunction: none; symptoms/ae:hypotension; time of symptom/ae: during stenting procedure; it was reported that after a successful right internal carotid artery stent placement, the patient experienced a hypotension. The patient was treated with unspecified vasopressors/inotropes. The event resulted in prolonged hospitalization. Her condition resolved three days post procedure, and she was discharged to home on that date. No add'l info is avail. Study event.

Manufacturer narrative:
The device remains in the patient. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.